Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012: product type catheter. (B)(4).

Event description:
It was reported that the patient was in withdrawal for two years since having their pump. It was noted the pump never worked for the patient, it had given him no relief whatsoever. He was always sweating, had a runny nose, diarrhea, could not walk and had fevers for two years, flu like symptoms and knew he was going through withdrawal. It was reported, "I'm still crippled here. I'm in tears all the time." The patient "could barely breathe" at one point when taking oral morphine and "I was on my deathbed, I think." The patient had felt like they could not breathe and were losing their breath from the oral medication. The health care provider reportedly had made "a few adjustments" since 2012. It was noted the patient could no longer afford refills and his last refill had been in (B)(6) 2012. It was reported no pump alarms had been heard. The device system was used to deliver dilaudid. It was later reported the patient had the flu for two years. The last time the patient had seen their health care provider, the medication had been increased. It was reported the patient wanted something else put in their pump and was looking for additional health care providers to work with. Attorney alleges: it was further reported that the pump caused the patient harm from approximately (B)(6) 2012. The pump caused the patient personal and economic injuries, including but not limited to, pain caused by a pump malfunction, manufacturing defects, and/or other defective warnings concerning the device.

Manufacturer narrative:
(B)(4) no longer applies. Eval code-conclusion (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they had been living with a useless pain pump that had only added more pain and suffering.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 22-mar-2017 from a legal firm indicated pump failure had occurred. No event date was specified. The patient experienced failure of therapy. The event was indicated as 'continuous in nature'. No further complications were reported/anticipated.